Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition printed circuit board assembly/ analog digital converter (pcba adc) reference failed error. The customer reports unit keeps resetting (self power cycling) if vent was bumped or jostled during patient transport. The customer reported that the unit was in use on patient, but there was no patient harm reported.